Manufacturer narrative:
Additional information: d4. Correction: d4. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided for the alleged device. The actual sample from the reported event was returned for evaluation the entire adaptor appeared to be present, with no detached pieces, the distal tip was attached and appeared to be undamaged. The device was examined in a well-lit area and the device appeared to be generally in a clean condition; however, the larger port on the adaptor exhibited a milky discoloration. A crack was noted on the smaller port which was examined under magnification; the crack extends from the opening down through the printed "3.5"; a second, smaller crack on the rim of the opening was noted and stress whitening was observed on both areas. The reported event could be confirmed as reported; the root cause is related to manufacturing. All information reasonably known as of 12 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per google translation: it was reported, "I found a crack during suction that was not in at the time of installation". It was additionally reported, according to the nurse in charge of the neonatal intensive care unit (nicu), it may have cracked because it was pressed too hard when it was installed. There was no reported injury.